Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited out of range impedance issue. The patient had a history of out of range impedance measurements. The lead was capped and replaced during the generator change procedure on (B)(6) 2018. The patient was in a stable condition.